Manufacturer narrative:
Please review attached for the investigation results.

Event description:
It was reported an infection, inflammation reaction to prosthesis, iliotibial band tendinitis and non-healing surgical wound due to a total knee arthroplasty.